Event description:
It was reported that the locking mechanism on one side allegedly stopped working. No injury reported.

Manufacturer narrative:
It was reported that the locking mechanism on one side allegedly stopped working. No injury reported. The actual device was evaluated and the customer complaint was confirmed.